Manufacturer narrative:
(B)(4). One sample of an endobronchial tube was received for evaluation. Visual inspection verified that the shape of the tube was altered by using the stylet wire, resulting in the cuff being stretched. Additionally, it was observed that both cuffs contained air. When the stylet wire was removed air could be removed from the tracheal and bronchial cuff. The stylet wire was inserted, and an inflation test was performed on both cuffs without any issues observed. The bronchial cuff fully deflated without any restrictions. However, the tracheal cuff could not be fully deflated. Upon removing the stylet wire, 6mls was removed from the tracheal cuff. Performance tests of inflation and deflation were performed three times without the stylet wire, and both cuffs inflated and deflated as per specifications. The bronchial cuff was verified to inflate and deflate, with or without the stylet wire without any issues. The tracheal cuff could be inflated and deflated without the stylet wire. However, it was found that with the style inserted in the tube, it was unable to fully deflate. The returned sample was found to perform as per specifications, and no defect was verified.

Manufacturer narrative:
Further investigation efforts for customer reports of the cuff not deflating were completed on (B)(6) 2014. Investigation results revealed the following: investigation of deflation issues associated with the bronchocath product has demonstrated that the polyurethane material of the tracheal cuff may collapse in a non-symmetrical manner during deflation. This may create a seal around the perimeter of the notches in the catheter, which may block the path for air extraction during cuff deflation. Additionally, the investigation has shown that the difficulty associated with cuff deflation is most likely to occur when the tube is bent near the interface between the notch opening and the cuff wall and when the notched openings are oriented to the outside of the curvature. Information has been added to the database and trends will continue to be monitored. (B)(4).

Event description:
A report was received that stated, prior to use, the white cuff on a broncho cath product would not deflate. There was no patient involvement.